Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # v344591, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The manufacturers¿ representative (rep) reported that electrode impedances were taken at 1.5v and 0.5v. During impedance testing, the patient was uncomfortable and moving around. The rep had the 0.5v values: c0: >4k ohms and <(><<)>15ua, c1: >4k ohms and <(><<)>15ua, c2: 1000 ohms and <(><<)>15ua, c3: 941 ohms and <(><<)>15ua, 01: >4k ohms and <(><<)>15ua, 02: >4k ohms and <(><<)>15ua. The rest of the impedance measurements could not be complete because the patient was moving around due to discomfort. The patient was programmed with 0-3+. There was no fall or trauma related to this issue. The patient was scheduled for a lead and implantable neurostimulator revision later on (B)(6) 2015. The therapy was noted to be working for the patient until the discomfort in the vagina. This was noted to be sudden. The patient could not tolerate any stimulation even at 0.5v. Additional information from the rep reported the patient was scheduled for a revision but she elected to have the lead and battery removed completely and not replaced. The patient was indicated for urinary dysfunction/ sacral nerve stim. There was no further information provided about this event. If additional in formation is received, a follow up report will be sent.